Manufacturer narrative:
Other relevant device(s) are: sftwr 960-152 media io. Initial reporter information was unavailable. A medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. No parts were replaced on the system. A software analysis was also completed. It was found that the cd was compressed. It was determined that the software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. The reported issue occurred outside of a procedure, and there was no patient involved. It was reported that the site was unable to load a patient exam via cd prior to a case. They selected all different scannermask settings with no resolution. The site ended up choosing not to use the navigation system. It was later found out that the disc the site was attempting to load was compressed.